Event description:
Infant born prematurely. Total parenteral nutrition (tpn) infusing at 2cc/hr through alaris pump. Throughout the evening gradual need for increased oxygen as well as ventilatory needs. Two episodes of hyperglycemia. At 0630 the bedside rn noted that the entire bag of tpn of 183cc was empty.